Manufacturer narrative:
There is no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital for further evaluation. The device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacturer date and usage of device: monitor (B)(4): reuse; electrode belt (B)(4): 02/2012 - reuse. Additional inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p01003ob.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. The patient received treatments at 13:39:21 on (B)(6) 2014. The rhythm at the time of the treatments was atrial fibrillation with a rapid ventricular response (184 bpm). The post-shock rhythm was a sinus rhythm. The atrial fibrillation contributed to the false detection. The patient was conscious at the time of the event. The response buttons were pressed after the treatment. The patient went to the hospital for further evaluation.